Manufacturer narrative:
One used sample was received for evaluation. Visual inspection revealed that the cap of the thumb valve was detached from the valve body. The break occurred in the body of the stem, at the medical location. The point of separation was jagged in appearance, with visible stress whitening on the break site. The manufacturing process was reviewed and it was found that there was a potential manufacturing related root cause. All information reasonably known as of 08 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record for m6249t504 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for m6335t511 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20 jun 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that the trach care device control valve broke off, causing an air leak. The device was changed out for a new one. The nurse bagged the patient for ventilation and the patient experienced desaturation down to 60%. There was no permanent impairment.

Manufacturer narrative:
Lot number changed to unknown. Expiration date is unknown. Manufacture date is unknown. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 10 jul 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Per additional information received on 5 jul 2017, the lot number originally provided for the device was incorrect. The lot number involved is unknown at this time.